Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing issues with the display going blank for two weeks and it happened again the night prior to calling. The customer stated that the insulin pump shut off while she was sleeping and she woke up with high blood glucose over 400 mg/dl. The customer also reported she was driving when she received a battery out limit alarm. She had to change the battery three times. Blood glucose value was 210 mg/dl. The customer also received a failed battery test alarm and alarm happened again after changing the battery. Customer stated the display did return with the new battery. The insulin pump did not have physical damage and was not exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment is not damaged or corroded. There was just a very small chip on the battery cap from opening it. Customer was advised the battery cap would be replaced and to monitor the device.